Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis the analyzer failed functional tests and lost communication with the programmer. Because the analyzer is out of specification it will not be returned to the account, but will be scrapped and replaced. Concomitant product: product ID 2067l radiofrequency programmer head. (B)(4).

Event description:
It was reported that the programmer's printer did not work. The programmer was returned for service. It was indicated that there was no patient involvement associated with this event. It was further reported that the software analyzer, originally returned as an associated device, subsequently tested out of specification during manufacturer's analysis.